Event description:
It was reported that following an unrelated ablation procedure where the ipg was not placed into surgery mode, the ipg became unable to communicate with external devices. Troubleshooting has been unable to resolve the issue. As a result, surgical intervention may be undertaken in the future.

Manufacturer narrative:
Further information requested, but not yet received. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. An inoperable pulse generator was reported to abbott. The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The results of the investigation are inconclusive since the device was not returned for analysis. Actions have been taken to prevent reoccurrence.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2022 wherein the ipg was explanted and replaced to address the issue.